Event description:
Customer reported via phone call that they had a display anomaly. Customer states that they have moisture damage. Customer states that there is fluid under the display. The blood glucose reading is 116 mg/dl.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector on the lcd board. No moisture damage was noted on the electronic assembly during visual inspection. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.